Event description:
It was reported that the coil became stuck. A 035 interlock 2d 4mm x 10cm was the seventh coil used for an internal iliac artery embolization procedure. The lesion anatomy was moderately tortuous and moderately calcified. The coil was advanced through a terumo 4f catheter with continuous flush. The coil was approximately 20cm out from the catheter when it became stuck. It could not be pushed or pulled. The device was removed and the procedure was completed with another of the same device. There were no patient complications.